Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displayed an error code when charging a battery pack) was confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and the current controlling transistor q1 and the u13 cmos flash microcontroller were thermally damaged on the charger bedside board. The cause for the failure was isolated to the contaminated battery board and thermally damaged components. The root cause for the contamination was ingress of an unknown liquid. The root cause of the thermally damaged components was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.